Event description:
It was reported the patient's blood glucose levels rose to over 500 mg/dl, while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, the patient changed out the pod. The pod was leaking.

Manufacturer narrative:
Locked down smartphone: phone_control_android omnipod software app version: 3.0.1 smartphone operating system: sp1a.210812.016.g973u1ueu9ixe1 smartphone hardware: sm-g973u1. Cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found no damage or defects that would contribute to the cannula becoming dislodged. The exact cause of the reported event could not be determined. The device was received with cracks in the top and bottom housing. The investigation found corrosion in the cracks on the right side of the top housing and on the adjacent front battery and pcb. The corrosion caused the battery voltages to be lower than expected. The inspection of the complete fluid path and reservoir found no damage or defects that would contribute to fluid leaking during wear. The proximity of the corroded internal components to the corroded cracks indicates that the cracks were the ingress point for the fluid. The pod data shows no evidence that the damage to the housing impacted insulin delivery. The exact cause and timing of the damage to the top and bottom housing could not be determined.